Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 188 mg/dl. The customer stated that she received a no delivery while delivering a bolus. The customer stated that she went through a whole box of infusion sets. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that insulin did exit. The customer was advised to call back if any issues persist.